Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 54 mg/dl which was treated with food. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer had disconnected during the rewind prime sequence. Customer stated that they were continuing to see transmitter battery issues in the status screen. The insulin pump will not be returned for analysis.